Event description:
It was reported that on (B)(6) 2023, during a selenia dimensions procedure the gantry drove up on its own after releasing the footswitch. A field engineer examined the equipment and found that the footswitches were defective. Both footswitches were replaced and a complete operational checkout was done and the system met the manufacturer´s specifications. No injury to the patient or staff reported.